Event description:
Pre-perclose was inserted into groin when provider noticed no return blood flow prior to deployment. Device was removed from right groin site and new perclose was handed off to provider. New device inserted with no problems noted. Return blood flow noted with new device, and vessel was closed.